Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. Bleeding and infection are listed in the hm2 IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the use of anticoagulation therapies. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous chronic infection events are reported within MFR report numbers 2916596-2019-03512, 2916596-2019-03513, 2916596-2019-03514, 2916596-2019-03515, & 2916596-2019-03516. Approximate age of device -- 5 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted for gastrointestinal (gi) bleeding and also had a chronic bacteremia driveline infection. The patient was given intravenous merrem while inpatient and intravenous invanz at home after discharge. No further information was provided.